Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "extracapsular rupture and nodule" and "nodular image with defined margins is visible, oval in shape, measuring 10x6 mm, isointense with silicone. In the axilla, two lymph nodes measuring 9 and 10 mm infiltrated with silicone". This record is for the left side. Device remains implanted.